Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white septum material was protruding from cartridge. Customer's blood glucose was not impacted. Reportedly, a cartridge change was performed to resolve the issue.